Manufacturer narrative:
The technician found the top of the caster was broken at the hex rod. He replaced and adjusted the brake caster to repair the stretcher.

Event description:
Information received indicates the brake caster at the head of the stretcher locks the wheel but the caster continues to swivel.